Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report#: 6000089-2007-01373, 6000093-2007-01832. Clinical trial. It was reported that 501 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure identified and treated three target lesion. All of the lesions were noted to be due to post angioplasty restenosis. Target lesion one was a 2.5x14mm, 70% stenosed lesion of the mid lad (left anterior descending). Target lesion one was treated with predilation and placement of a 2.5x16mm taxus express2 drug eluting stent. Target lesion two was a 2.5x10mm, 70% stenosed lesion of the mid lad. Target lesion two was treated with direct stenting using a 2.5x12mm taxus express2 drug eluting stent which overlapped the stent placed in target lesion one. Target lesion three was a 3.0x10mm, 70% stenosed lesion of the proximal lad. Target lesion three was treated with direct stenting and a 3.0x12mm taxus express2 drug eluting stent. All of the lesion treatment resulted in 0% residual stenosis. The patient was discharged the next day on asa and plavix. The patient returned 501 days following the index procedure with distal edge in-stent restenosis of the mid lad. Treatment was with another manufacturer's 2.5x28mm drug eluting stent and balloon angioplasty. The patient was taking asa and plavix at the time of this event. The investigator reported the relationship of the device to this event was unk.